Event description:
Electro surgical cautery unit allegedly malfunctioned during a tur-p procedure. Uterine orifice was fulgerated when cautery unit continued to cauterize after the physician removed his foot from the foot pedal. The physician had to insert a right ureteral catheter into the patient's right ureter. This procedure would not have been done otherwise.our bio-medical department checked the foot pedal of the machine and found it to be functioning properly. They could not duplicate the occurrence.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.